Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement. Technical services (ts) was consulted and noted that pacing switched from bipolar sensing to unipolar. Ts recommended further in clinic evaluation. This pacemaker remains in service. No adverse patient effects were reported.